Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (3 mg/ml at 1 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pump and pump segment of catheter was explanted a couple of months ago because the pump pocket was not healing and was concerned for infection. No environmental/external/patient factors were reported. It was reported that a new catheter was connected to the existing catheter and tunneled to a new pocket in the right side of the abdomen. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight was asked and would not be made available and the patient's medical history consisted of diabetes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.